Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain. However, it was not believed to be related to the device. It was also noted that the right atrial lead had a low impedance and noise that was causing inappropriate mode switching. The lead function was otherwise good and normal. The physician decided to continue to observe, and the patient was discharged home in stable condition.